Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of lumpiness, and "the product moved" are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Pt reported that "within a month" of being injected with "juvederm" in the nasolabial folds and oral commissures, the product had "moved from the side of the lips, down around the bottom of the lips and is bumpy". Pt was treated with botox. Symptoms are still ongoing.